Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 64 mg/dl while wearing the pod between 24 and 36 hours. The patient reports they had consumed 4 sugar packets and a cookie. The patient reports they had a loss of consciousness and had woken up while being treated by the paramedics. Upon arrival of the paramedics the patient was given intravenous fluids as well as dextrose. The patient was with the paramedics for 1 hour.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported required intervention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.